Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed inappropriate backup mode due to an event queue overflow. Programming changes were performed to resolve the issue. The patient condition was stable.